Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion, which was located in the left anterior descending artery and was moderately calcified and moderately tortuous. During pullback, the hydrophilic end section of the catheter became detached inside the patient. After detachment, the patient immediately experienced st elevation. The physician attempted to remove the detached portion of the catheter but was not successful. The patient experienced myocardial infarction and ischemia and was taken for additional surgery.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion, which was located in the left anterior descending artery and was moderately calcified and moderately tortuous. During pullback, the hydrophilic end section of the catheter became detached inside the patient. After detachment, the patient immediately experienced st elevation. The physician attempted to remove the detached portion of the catheter but was not successful. The patient experienced myocardial infarction and ischemia and was taken for additional surgery.

Manufacturer narrative:
The returned device consisted of the opticross hd imaging catheter. Visual and microscopic inspection revealed the sheath assembly was kinked, and the imaging window was detached near the lap joint section. The imaging window did not return for analysis. Regarding the partial/complete imaging window detachment, these are prone to occur in the lap joint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused on the least rigid material (the imaging window). These kinds of detachment are related to the design characteristics of the device. Regarding the observed kinked sheath, this could occur during the advancement maneuvers; since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and the opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a kink. Also, since the DHR review confirmed that the device met all manufacturing specifications, it is most probable that the forces that led to the kink were found during the procedure. All compiled information on this investigation determines that the most probable cause is cause traced to device design.